Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic assisted colectomy, the subject device (the 1st tb-0535fc) was used. The user reported that unspecified error occurred and the ptfe pad of the device was burned immediately after the beginning of use. Although he exchanged it with the 2nd tb-0535fc and continued the procedure, unspecified error occurred again. The procedure was completed with the 3rd tb-0535fc. There was no patient injury reported.

Manufacturer narrative:
The 1st and 2nd devices used in the reported procedure were returned to omsc for evaluation. The 2nd device had no malfunctions required to MDR. This report is only for the 1st device. The evaluation confirmed that the ptfe pad of the device was partially separated. The probe and the jaw had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the ptfe pad was partially separated since the user activated output without grasping anything (including after the tissue cut), which caused the error and the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the reported error occurred. Based on the finding of the evaluation, this report appears to be related to user handling.